Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported intermittent occlusion alarms occurred. Additionally, customer experienced ongoing elevated blood glucose (bg) levels. Customers bg level ranged from 600 mg/dl to a reading of "high" on the customer's continuous glucose monitor. Manual insulin injections were used to address bg level. The pump supplies were changed to address the issue. Reportedly, the pump did not perform as intended. The customer continued to use the pump for insulin therapy.